Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned power plug showed signs of physical damage. There was melted plastic around the terminal of the black wire (hot) in the power plug and the terminal has pitting. The pitting on the power plug terminal indicates arcing within the outlet used at the customer¿s facility. The strain relief side of the cable was cut away and missing. Measuring the resistance of each wire of the power supply cable assembly found no discrepancies with wire continuity or with the resistance between wires. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had discolored power plug. This was observed after machine being pulled out of service due not being able to power on in the morning. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that there was no burning smell, smoke, spark or flame observed. There was no damage observed on any other components. All electrical leakage tests for the machine had passed. The machine has approximately 15,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power cord, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. Upon physical evaluation of the returned power plug by the manufacturer, it was identified that the discoloration was due to heat damage.